Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient's pump was taken out on either, aug 29th or 31st, but they left the drain open. The patient was sent home and by the time leaving the hospital, their pads had filled through. It was mentioned the patient ended up with bacterial meningitis at the drain. The patient was life flighted back to the hospital where they were unconscious for eight days.